Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with neurostimulator (ins) for spinal pain. The caller reported stimulation was increasing and decreasing randomly. Patient got upset at one point and was having sx similar to a panic attack and patient felt her stimulation go up and patient was screaming to turn stimulation off. Patient leads are thoracic. The patient shut off her as about 1.5 weeks ago though this did not resolve this issue. The patient does say that her patient programmer (pp) was showing correct positions when patient checks her ins with the pp. Today in clinic, positions were showing correctly, and both electrode and group impedances are normal range. Per 8840, patient min and max amplitudes are showing as follows: 2.1 - 5.85 upright 2.95 - 5.9 mobile 2.0 -4.7 lying back 1.95 -5.3 lying right 2.35-5.35 lying left. Patient said she usually uses around 3v when lying down. Patient has been using as since 2 weeks post-op visit. Per caller, pt has always used a higher pw of 1000us. Reviewed making sure that patient was not getting into situation of increasing her stimulation too much and causing discomfort. This issue started out of the blue and was not related to reprogramming or anything else notable. Patient was having shortness of breath and chest pain. Patient turned off as and turned off stimulation. With stimulation off, patient felt lightheaded. Patient notes that the shortness of breath and pain in her chest will still occur sometimes with stimulation off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.